Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The device was placed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the I-port connector detached from the j-tube which resulted in drug leakage. A new two port through the peg jejunal feeding tube was placed. The patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).